Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable tp2 total protein gen.2 results for 1 patient sample on a cobas 8000 cobas c 502 module. The initial tp2 result was 3 g/l. The customer questioned the initial low result which prompted them to repeat the patient sample. The sample was repeated the next day and the result was 53.6 g/l.

Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event could not be determined.